Event description:
Adverse event(s): "prolonging of time of approximately 20 minutes". Product problem(s): "system shut down on its own" (loss of power). A nurse reported the system shut down on its own. The system was rebooted and the case was completed. No patient harm was reported.

Manufacturer narrative:
The company service representative examined the system and checked the battery connection if it was correctly charged. There was no non-conformity of that kind. The system was then tested and met all product specifications. A review of the event log does reveal an error message; however, it is not related to an automatic hard shutdown. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).